Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. The anchor was broken along the threads and half of the anchor was completely broken off, confirming this complaint. Since there was no off axis insertion or hard bone, a possible cause for this failure is levering while inserting, which would cause the anchor to snap. Although this complaint can be confirmed, a definite root cause cannot be assigned. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during an unspecified surgical procedure, it was observed that the anchor device broke during insertion. According to the report, the anchor broke at the middle of the screw thread while it was still fixed to the applicator. It was reported that there was no off-axis and no hard bone. It was reported that broken parts could be removed in total. The procedure was completed successfully with same like product with less than 25 min. Of delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.